Event description:
It was reported that there was a patient alert due to an impedance increase to 1400 ohms. Exit block was also noted. When the pocket was opened for a lead revision, insulation damage was observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.